Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a no delivery alarm, motor error alarm and off no power alarm. The customer's blood glucose was 507 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose by bolus. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the drive support cap appeared normal. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father performed self test and the insulin pump passed. The customer's father performed fixed primed and the insulin did exit. The insulin pump will not be returned for analysis.